Event description:
Aortic valve placed on the sterile field. As scrub nurse was rinsing the valve, she noticed unusual markings on the inner leaflets of the valve. Surgeon notified. Valve removed from the field and will be returned to the tissue supplier.